Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was readmitted outside hospital and transferred to (B)(6) on (B)(6) 2023 for suspected pneumonia. The patient was found to have severe mitral regurgitation (mr) and had mitraclip implanted on (B)(6) 2023. The patient was discharged on (B)(6) 2023 in stable condition. There were no device malfunctions reported. Device will not be returning for evaluation as it remains in use. Additional information stated that the cause of the worsening mr was unknown. No other information was available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for suspected pneumonia; however, sputum cultures were negative, and no infection was confirmed. During admission, the patient was also found to have severe mitral regurgitation (mr) and a mitral valve repair was performed on (B)(6) 2023. A specific cause for the mr was unable to be determined. The patient was ultimately discharged on (B)(6) 2023 in stable condition.